Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: it was reported, during an unknown procedure, an ntrap stone entrapment and extraction device would not open. The issue with this device was discovered prior to making contact with the patient and it was not used. A new basket was used for the procedure. There was no impact to the patient. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ntrap stone entrapment and extraction device was returned opened in its original packaging for investigation. Inspection of the returned device noted: the distal end of the basket sheath was heavily damaged and kinked. The basket could not be opened. The reported failure mode was confirmed. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿ users should be familiar with and experienced in urological endoscopic surgery. ¿ assess calculi or other foreign bodies prior to instrument deployment to ensure that object is not too large to be removed through the anatomy. ¿ if resistance is encountered while attempting to remove calculi or other foreign bodies, release the object. Do not exert excessive force on the device. ¿ due to the asymmetric nature of the ntrap, do not torque or rotate the device in vivo. ¿ enclose device is sheath before removing from tray/holder. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath was damaged, preventing the basket assembly from moving freely within the basket sheath. The cause for the observed damage could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure, an ntrap stone entrapment and extraction device would not open. The issue with this device was discovered prior to making contact with the patient and it was not used. A new basket was used for the procedure. There was no impact to the patient.